Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.3. Cloud - smartphone hardware iphone17.3. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 599 mg/dl while wearing the pod between 1 and 4 hours. The patient reports their continues glucose monitor was not communicating with the pod as it had fell off at the infusion site. One at the hospital the patient was treated with insulin on a sliding scale. The patient remains has been in the hospital for 5 days and remains there during this call.